Event description:
The pt underwent bard perma cath placement in 2006. During the insertion, the radiologist encountered resistance and the pt experienced chest pain and hypotension and ectopy. The wire was noted to be bent when withdrawn. Pt stabilized relatively quickly, and hypotension was attributed to a vasovagal response to pain. Pt remained stable for a week, perma cath was used for dialysis several times. Pt was laid down flat on the or table for av fistula procedure and developed sudden respiratory arrest. Pt was intubated and placed on ventilator. CT scan of the chest revealed a mediastinal hematoma compressing the distal trachea. Mediastinoscopy revealed an inominate carotid artery injury at the level of the perma cath. Hematoma could not be evacuated due to active arterial bleeding. Stent grafting of the carotid via angiogram was performed. A second attempt at hematoma evacuation was unsuccessful due to continued arterial bleeding. Distal trachea was stented by advancing the endotracheal tube to the carina. Pt developed cerebral infarcts causing vegetative state, followed by cardiac arrest. Pt expired the following month in 2007.